Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent failure. Physio initially replaced the keypad assembly but that did not resolve the reported failure. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed keypad and system/memory pcb assemblies in the failure analysis center and was unable to duplicate the reported failure. The system/memory pcb replacement did resolve the reported failure; however a component cause was not determined.

Event description:
It was reported that the customer's device would lose power when the shock button was pressed. The device could be turned on only by reseating the installed battery. The physio-control field service representative reported this to be an intermittent failure. There was no patient use associated with the reported failure.